Event description:
During the procedure the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to 5.0mm to occlude vessel. The physician performed intervention and deflated the occlusion balloon. The physican re-inflated the occlusion balloon deflated unexpectedly. The device was removed and replaced with another to complete the case.